Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high" per continuous glucose monitor readings. Reportedly, customer dismissed multiple low insulin alerts prior to a empty cartridge alarm, which subsequently resulted in customer's high bg. No further information was obtained as customer declined troubleshooting with tandem technical support.